Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed; the image was almost black. The only way the tech was able to tell that it worked at all was by pointing it directly at a light source.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the device had no picture though it was plugged in. There was a reported delay in the procedure of a few seconds while a back-up baton was obtained. No harm to patient or user was reported.